Event description:
The pt reported that her neurostimulation trial was "a nightmare" that lasted "3 hours" because the health care professional "had trouble placing the lead." The pt "was in tears and in so much pain." She said "it was like they burned her arms/fingers from overstim of the nerves." No additional info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.